Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during bolus. Customer's blood glucose at time of incident was 13mmol/l. The customer stated there is no bent cannula. The customer was unable to troubleshoot due to past event but patient would like pump replaced due to frequency alarms. The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 26.7mmol/l. The customer was admitted to the hospital. The customer official cause of hospitalization was diabetic ketoacidosis. The customer insulin pump was removed while in the hospital. Customer agreed to replace pump.